Event description:
(B)(4). Initial report: this medically important case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female patient who received two treatments of poly-l-lactic acid ((B)(6) 2007) for facial flaccidity and growing old caused by light. Relevant medical history included a pulmonary infection sometime in (B)(6) 2007. Sometime in (B)(6) 2008, the patient began presenting with touchable nodules (between 0.3 and 0.7 cm) localized at the site of poly-l-lactic acid application. The nodules have increased in quantity and currently some of these nodules have become visible, and some nodules are painful. The reporter assessed the event as medically important, based on a possible complication in the patient's clinical state and the social consequences of the symptoms to the patient. It was not specified if corrective treatment was required. At the time of this report, the event remains ongoing.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: highly probable. Additional information received on jun-30-08: pictures from the reporter of the affected areas were received, and are on file with source documents. Addendum jul-9-08: (B)(4) results received jun-28-08 out of sequential order. Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up information received on jul-31-08: the physician reported that poly-l-lactic acid was reconstituted in 6 mls of sterilized water only. The patient received 2.2 mls of poly-l-lactic acid in each side of her face. The patient developed the nodules in all application sites. The patient denied a histopathological exam to be performed; however, an ultrasound of the soft parts showed that the nodules occurred between the subcutaneous layer and dermis. No corrective treatment was used.